Event description:
On (B)(6) 2014, the reporter contacted animas, alleging loss of prime warnings on multiple cartridge from the same lot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During troubleshooting of the complaint, it was determined that the alleged loss of prime warnings occurred on multiple boxes of cartridges and so the insulin pump was being returned for the issue. The previously reported lot # was determined to be an invalid lot #.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the pump black box was reviewed and found that loss of prime with zero force had occurred. During testing, the pump powered on with a call service 127 alarm which was unable to be cleared preventing performance testing of the reported issue. The pump was opened one of the printed circuit board components was found to have failed resulting in out of specification voltage readings across the component. The pump¿s force sensor flex was examined and no cracks or damage were found. (B)(4).